Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar gel was implanted during a spaceoar hydrogel placement procedure performed on (B)(6) 2020. The procedure was done under local anesthesia with fiducial markers placed. According to the complainant, during the procedure, the patient clenched down on the ultrasound probe, resulting in movement of the needle. Imaging was performed and showed an estimated 2 cc's of gel present in the rectal wall. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.